Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Additionally, it was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. It was also reported that the load history was not being completely displayed in the pump history. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.